Manufacturer narrative:
The device was not returned for analysis and a definitive cause for the reported gripper actuation issue could not be determined in this event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under separate medwatch report.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr). The first clip was successfully deployed. Then during preparation of a second clip delivery system (cds 00129u124), it was observed that the grippers were not lowering simultaneously. Troubleshooting was performed, but both grippers were still not lowering. The cds was not used in the patient, and a new cds was prepared to continue with the procedure. However, during preparation of the third cds (00116u117), the cds was de-airing when small white spots were observed coming out of the gripper or lock line lumen. The cds was not used in the patient, and another cds was used to successfully complete the procedure. Two clips were implanted, reducing tr there was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling.d10: device returned to manufacturer h3: device evaluated by manufacturer.